Event description:
It was reported that the patient in the hospital got a urinary tract infection and sepsis. It was unknown what medical intervention was provided for urinary tract infection. As per additional information received on 14sep2021, liberator representative stated that there was no product number and no indication of what product the patient was using while in the hospital. Per additional information received via follow up on 12nov2021, stated that the patient had used both a foley catheter and purewick female external catheter in the hospital. The complainant did not know the product numbers. The complainant stated that it was unknown if the foley catheter or the purewick female external catheter or some other reason was the blame for the urinary tract infection and sepsis and the patient used the purewick female external catheter then as well. The complainant reported that the one problem that the patient experienced was the wick could not manage the urine when the patient was taking water pills. The patient and all of the bed lines would get wet. It was unknown what medical intervention was provided for urinary tract infection and sepsis.

Manufacturer narrative:
Per follow-up information received , this complaint is determined as not reportable, since the patient injury is not caused by the device. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient in the hospital got a urinary tract infection and sepsis. It was unknown what medical intervention was provided for urinary tract infection and sepsis.